Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac confirmed the cabling between the cv-180 and hp monitor. The customer mentioned that there was a serial digital interface (sdi) cable connected to the pc out in the cv-180 to the wall. Subsequently, the cable extends from the wall and connects to a high-definition multimedia interface (hdmi) in port of the hp monitor. Tac informed the customer that the current cabling is not validated for the cv-180 and the sdi to hdmi conversion may be causing the loss of image or the hp monitor could be defective. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera ii video system center is unable to display image on an hp monitor. However, the image displayed on the olympus monitor. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being drafted to include the device history record(DHR) review and the following sections, h4, h6 and h10 . The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of no image display is due to the serial digital interface and high-definition multimedia interface transducer or the hp monitor. Olympus will continue to monitor complaints for this device.